Event description:
During decontamination, intraluminal communication was detected.

Manufacturer narrative:
This complaint of interlaminal communication is confirmed. The discoloration of the catheter between the extension legs and the arterial and venous luers is due to chemical staining. Evident by the sample returned it appears the catheter has been exposed to a harsh skin prep and catheter cleaning solutions. The complainant makes no reference or observation that intra luminal communication was observed during the use on the implicated device. Eval of the sample returned indicates that during leak testing the catheter exhibited interluminal communication of fluid from the venous lumen through the arterial lumen. The bifurcation site was split in half. Magnified (20x) examination of the web walls exhibits a split 0.7 inches distal to the proximal end of the bifurcation site. Probing the leak site with the vein pick exposes a split in the inner septum wall that separates the arterial and venous lumens. At this time the mechanism of damage is undetermined. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.